Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received

Event description:
It was reported, "the patient was admitted to the hospital on 03-18 and was placed with a non-invasive needle in the port of infusion. On 03-22, the patient complained of leakage at the port of infusion, and the nurse found that there was an obvious crack at the connection between the port of infusion and the positive pressure connector, and promptly replaced the port of infusion. No direct injuries were made." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "the patient was admitted to the hospital on (B)(6) and was placed with a non-invasive needle in the port of infusion. On (B)(6), the patient complained of leakage at the port of infusion, and the nurse found that there was an obvious crack at the connection between the port of infusion and the positive pressure connector, and promptly replaced the port of infusion. No direct injuries were made."